Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a needle was leaking from the housing. No additional details were provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22ga x 0.75in safestep infusion set and one photograph were returned for evaluation. An initial visual observation revealed some use residue on the sample and the safety mechanism was observed to be engaged. A functional test of flushing and pressurizing the infusion set with water was performed. A leak was observed where the needle exits the housing. A microscopic observation revealed bubbles in the adhesive fillet within the needle housing and some dried clear residue where the needle exits the housing. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. The inadequate adhesive application was determined to be related to the manufacture of the device. The supplier has been notified of this event and corrective actions have been opened. This complaint will be recorded for future trending and monitoring purposes.